Event description:
A surgeon reported that a patient notices a temporal shadow from 1:30 to 4:30. The shadow is not noticed during pupil dilation. The association between this event and the iol is not known. Additional info has been requested.

Event description:
Additional information was provided by the surgeon. Symptoms were first noticed by the pt one day following initial implant surgery. The pt's current visual acuity is 20/20 j1. The surgeon will continue to observe the pt's progress and currently, has no plans for intervention.